Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. The insulin pump was received with a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to rain water. The customer stated that she had been sitting under an umbrella that had a hole in it, but she did not know. She stated that the insulin pump was still working. The customer did not know the blood glucose reading. She observed fluid under the liquid crystal display. She did not observe any cracks or other issues with the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.